Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient completed a system controller exchange on their own because they changed to 2 fresh batteries and the controller was continuously alarming to connect power after battery change. The patient set aside the batteries and battery clips prior to exchange. The batteries were visibly noted to be corroded. Upon log file review, the controller was connected on (B)(6) at 22:00 and it captured several low voltage hazard and advisory events on 01may2026 at 22:11 through 22:14 while using battery power. It was noted some no external power events on 01may2026 at 22:14 to 22:15 due to both power leads discontented when switching power sources. On 02may2026 between 07:49 and 08:28, it was also noted some more low voltage advisory events on battery power. The black power lead showed some odd voltages causing these voltage events. The alarms did not appear to be caused by the controller and appeared to be related to the battery clips and/or 14v batteries.